Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that the device was found in back-up mode. Reprogramming was successful, but 2 days later, the device was found in eol mode. Telemetered ventricular impedance was >3000 ohms. Actual lead impedance with an analyzer was 600 ohms.